Event description:
The customer reported a falsely decreased architect tsh result on a patient. Results provided: 0.082 / 1.953 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the manifold for the wash zone was replaced. The fse determine the manifold was the likely cause. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i2000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.